Event description:
The intellanav mifi catheter open-irrigated catheter was selected for use during an ablation procedure to treat atrial fibrillation. It was reported that the catheter's fluid port broke, and fluid leaked at the proximal end of the handle which triggered a high temperature alert to occur on the maestro 4000 system. The catheter was replaced with one from the same model, however, the new catheter broke as well. The flow rate was at 30 milliliter per minute. They replaced the catheter once more. The procedure was able to be completed successfully. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. Visual inspection revealed the irrigation extension tubing was totally detached and separated from the luer fitting at the adhesive joint. Therefore, the reported complaint tubing set of fluid leak and device displays error message is confirmed.

Event description:
The intellanav mifi catheter open-irrigated catheter was selected for use during an ablation procedure to treat atrial fibrillation. It was reported that the catheter's fluid port broke, and fluid leaked at the proximal end of the handle which triggered a high temperature alert to occur on the maestro 4000 system. The catheter was replaced with one from the same model, however, the new catheter broke as well. The flow rate was at 30 milliliter per minute. They replaced the catheter once more. The procedure was able to be completed successfully. No patient complications were reported. The device is expected to be returned for analysis.